Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging irritation, dry nasal cavity, dry throat, choking, nasal pressure. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging irritation, dry nasal cavity, dry throat, choking, nasal pressure related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 04/19/2023 for further evaluation. The device was evaluated on 06/14/2023. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination. The internal aspect of the device was inspected by the manufacturer and they observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath; suggesting a source external to the device. The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust /dirt contamination were observed in the device airpath and are consistent with being from an external source.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have irritation, dry nasal cavity, dry throat, choking, nasal pressure. The medical intervention that the patient received in response to the event is currently unknown.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.  Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 12, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging irritation, dry nasal cavity, dry throat, choking, nasal pressure related to CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation, respiratory tract irritation, dizziness and / or headache, kidney disease/ toxicity. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.